Event description:
It was reported that during a da vinci surgical procedure, the wire on the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged. The instrument passed electrical continuity testing. No other damage was found.